Manufacturer narrative:
The event was reported to the national competent authority by the user facility without further notice to the manufacturer or its representative. There was no involvement of draeger service after the event - no service contract with draeger - no maintenance records are available at all. On request the hospital replied that the device is now out of service - it can not be switched on anymore. It is not sure if and when further testing or repair take place - the device is used for more than 14 years. Due to very little information and without any device checks or device logs the manufacturer is no able to draw any conclusion about root cause or conditions of the reported ventilation stop. If further information become available, the case will be re-opened and investigated. Device not available for investigation.

Event description:
It was reported that during use on patient, the device suddenly stopped ventilation and generated alarm - the display was black. The patient was connected to a standby equipment immediately - no serious impairment in state of health of the patient occured.